Event description:
The surgeon successfully implanted a model aq2003v intraocular lens. Following surgery, the surgeon performed a slit lamp exam and noted "white particulate flakes" on the anterior and posterior surface of the lens. The rep had also stated that some of the particulates came off of the lens during the irrigation/aspiration portion of the surgery. There has been no complaint of decreased vision for this pt and the lens remains implanted.